Event description:
It was reported that there was revision of a right hip due to dislocation.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown p4 28mm insert. An event regarding dislocation involving a dislocation was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. No patient medical records were available for review. Device history review could not be performed as the reported device lot code was not provided. A review of the complaint databases could not be performed as the reported device was no properly identified. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.